Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 420 mg/dl. The customer was also vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The caller was unable to conduct the prime test as the reservoir was empty. The caller also did not have a tubing clamp for the high pressure test. Advised the caller that the tubing clamp would be shipped to him. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.